Event description:
It was reported that a spectrum pump had a door latch malfunction. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were experienced while attempting to run a loaded set. They were caused by an out of adjustment door hooks with excessive force being required to close door. The door hooks and latch pins were replaced.